Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified low scan result on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced a loss of consciousness and after regaining consciousness was able to self treated with three sugar cubes, bread with spreadable cheese, and jam for treatment. There was no report of death or permanent impairment associated with this event.